Manufacturer narrative:
The device has not been received for investigation. Cloud data for the period of (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found no instances of pod-sensor connection loss. The phb data showed that the pod was regularly receiving estimated glucose values from the paired sensor every 5 minutes on the date of occurrence ((B)(6) 2025). The phb data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the micro bolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system was correctly delivering this user's manual basal program. All boluses recorded in the cloud were successfully delivered by the system, as determined by the total pulses delivered count that is tracked by the pod incrementing correctly with each bolus. No evidence of issues with the system was observed in the available data.

Event description:
It was reported by the diabetes nurse consultant that the patient had went to the emergency room at (B)(6) with hyperglycemia. The patient's blood glucose levels reached 360 mg/dl while wearing the pod between 5 and 24 hours. The patient was experiencing connection problems with the sensor. Symptoms reported include digestive symptoms, nausea, and fatigue. The patient was treated with an administration of rapid-acting insulin via injection pen. The patient was discharged the same day and not hospitalized. Dexcom have been notified of the event on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the diabetes nurse consultant that the patient had went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 360 mg/dl while wearing the pod between 5 and 24 hours. The patient was experiencing connection problems with the sensor. Symptoms reported include digestive symptoms, nausea, and fatigue. The patient was treated with an administration of rapid-acting insulin via injection pen. The patient was discharged the same day and not hospitalized. Dexcom have been notified of the event on 19dec25.